Event description:
Following a diagnostic procedure, an angio-seal was placed in a pt's right groin. The pt was taken to the holding area with the 7f short venous sheath still in place. When the venous sheath was removed a large hematoma was noted on the arterial side. Manual pressure was held with no further expansion of the hematoma. Follow-up with the pt the next day showed the pt to be stable. No transfusion or medical intervention were required. As of 9/23/98 there has been no further report to the MFR of complication or pt sequelae.